Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received no delivery alarms. Customer's blood glucose was 600 mg/dl which was treated with insulin pump. Troubleshooting was performed for no delivery alarms and it was found that customer had not tried all remedies. Customer was advised that infusion sets would be replaced and to call back should issue persist.